Event description:
It was reported that the pt returned for routine follow-up april 2004 complaining of back pain. Upon review of x-ray, the doctor discovered that both s1 screws (l5-s1 fusion) had fractured. Pt was revised about two months later and screws were removed.